Event description:
It was reported that the user experienced a dexcom g6 sensor communication interruption limited to the ilet, with a sensor error noted in device history and subsequent spontaneous reconnection during the call; the user performed a fingerstick showing 291 mg/dl and, upon reconnection, the sensor displayed 252 mg/dl. Symptoms included no reported clinical effects. Outcomes included user guidance to either wait for sensor reconnection with fingerstick entry to support meal announcements and insulin delivery or to replace the sensor, and a plan for a follow-up call. Investigation included troubleshooting and user education regarding sensor signal loss and reconnection steps. Investigation of this case revealed a transient loss of communication between the ilet and the dexcom g6 sensor without device alarms, consistent with intermittent signal loss to the pump, with the sensor resuming normal function after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between devices with resolution after standard troubleshooting.